Manufacturer narrative:
On april 6, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the inner of the gel implant had a crease/fold on the anterior view. In addition, the outer was found separated from the inner, ruptured, and received in two (2) parts. Additionally, a crease within an area of shell abrasion was observed on the edges of the rupture in the outer. The evaluation determined that the cause of the rupture in the outer is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. On the other hand, shell abrasion suggests the in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
On march 11, 2022, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted.

Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient, who's undergone primary breast augmentation with two unspecified mentor gel implants, suffered bilateral breast capsular contractures (baker grade IV) and bilateral breast implant ruptures, post-procedure. The ruptures were diagnosed via physical examination and mammogram. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2022.this medwatch form is for the right breast prosthesis.